Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient reported that there was no circumstances which led to needing to urinate. There was some relief in needing to urinate and dribbling during urinate.

Event description:
The patient reported that 2 weeks prior to the day of the reported ((B)(6) 2016) they started increasing stimulation because they were going to the bathroom more often. The patient was going more often but it was ¿full urination.¿ they would increase urination constantly, had the urge to go to the bathroom and not even a dribble would come out. The patient¿s healthcare provider did not talk to them about when they should change programs but the patient was going to try changing programs. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.